Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician's expectations with respect to longevity. The ventricular lead, model 4285, serial number 247059, was capped due to dislodgement.